Event description:
It was reported that this right ventricular (rv) lead exhibited shock lead impedance high out of range. The measurements were reviewed and the impedance was confirmed to have increased gradually. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.